Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) lobectomy procedure, the surgeon was able to press the green button and was unable to squeeze the handle, hence the device did not fire. Another handle was used to complete the procedure. There was no patient injury.